Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Company representative reported patient was admitted to the hospital with dka; exact blood glucose readings were not provided. Company representative stated patient alleges cannula was kinked. Treatment received was not provided. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.